Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced frequent episodes of ventricular fibrillation (vf) which required high voltage treatment from the implantable cardioverter defibrillator (ICD) resulting in early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.